Event description:
While setting up and testing the infant flow system prior to pt use, the operator reported that the forced inspiratory oxygen display was drifting down, not accurately displaying the known oxygen concentration. There was no pt involvement.